Event description:
Customer reported to beckman coulter, inc. (Bec) that the beckman coulter au 400 clinical chemistry analyzer (au 400) kept failing calibration. Customer reported that the au 400 generated erratic results. Customer reported that the erroneous results have not been reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced a bad mix motor, the buffer syringe and the roller pump tubing. The fse calibrated the au 400 and ran quality control. The fse verified system performance met specifications.